Manufacturer narrative:
MDR 1219913-2024-00217 was initially filed on 22-mar-2024. Siemens healthcare diagnostics has concluded the investigation of the event. Siemens reviewed the internal reagent release data, field data, biorad unity data and found the reagent was performing acceptably. There were no instrument errors found with the system during time of this event. Based on the available information, the cause of the discordant results was unable to be determined but siemens cannot rule out sample storage and/or handling issue at the customer site. A product problem has not been identified. The customer is operational. In section h6, investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside united states (ous) customer reported observation of discordant elevated enhanced estradiol (ee2) results were obtained on two patient samples when processed on an atellica im 1600 analyzer. Siemens is evaluating the event.

Event description:
The customer reports observation of discordant elevated atellica im enhanced estradiol (ee2) results for two patient samples which were considered discordant relative to repeat testing on an alternate atellica im analyzer which produced lower results. The initial elevated results were reported and not questioned by the physician(s). A corrected report was issued to the physician(s) based on repeat testing. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated enhanced estradiol (ee2) results.